Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. Three photos were provided for evaluation. The images were inspected; however, it was not possible to confirm the reported issue through the photos. Additionally, one decontaminated drainage bag was received at the manufacturing site for the investigation. Visual and functional evaluations were performed, and the reported condition could not be confirmed; there were no abnormal conditions found in the drip chamber during the operation of the bag. A root cause could not be determined as the reported issue was not confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Per customer, his (B)(6) year-old wife is a long time multiple sclerosis (ms) patient, living with a simultaneous pancreas-kidney transplantation (spk) for over 20 years have been using mono-flo drainage bag for most of the time. The customer further mentioned that they have been using the most recent version of mono-flo drainage bag. During this time, his wife had several problems with bladder infections. He often noticed that the drop chamber was completely filled with urine, so that it became absolutely purposeless. Unfortunately, because this happened so regularly, he did not react immediately and did not pay the necessary attention. Additional information was received from the customer stated that the drop chamber is tipped from the weight of the hose. As a result of this condition, the rear of the bag is firmly pressed or even sucked to the front and the lower opening of the chamber. The customer further stated that the increasing content of the bag bottom causes under pressure in the upper part. The problem does occur more often during periods, when the urine is contaminated, cloudy. The customer stated that sometimes full chamber can be emptied stepwise by repeatedly pressing the round device with his thumb. No further information provided by the customer.